Event description:
Original aicd implanted in 1993 with battery replacement 4/97. Since then the monitoring suggested inappropriate increase in impedance on the sensing lead, due perhaps to a lead fracture. The leads themselves had excellent parameters for functioning with the lead impedance measured directly on leads in the range of 500-600. Once the leads were connected to the aicd generator, the impedance on the older generator was around 1200. Once connected to a new generator was concerns of a generator malfunction in the lead impedance with 1059. Upon explantation, there was no obvious fracture in the leads. The lead system tested at 500-600 ohms when tested with a pacing analyzer, yet tested at over 1200 when reconnected to the generator. Thus a new generator was implanted with good impedance measurements.